Event description:
Adverse event(s): "ametropia" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged for a different model lens. Medical records were requested and received. According to the medical records, the iol was exchanged due to ametropia. Posterior capsule opacification had been noted prior to the exchange. Additional info has been requested. There are four medical device reports associated with this event. This report is for the second exchanged iol, right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/12/2010 by fax and mail. A completed questionnaire has not been received. Medical records were received on 07/09/2010. (B)(4).